Event description:
It was reported by the patient that they had to go to the emergency room (ER) after their implantable cardioverter defibrillator (ICD) delivered 6 shocks. The patient also stated that the device malfunctioned and they had to "lower the sensitivity and nothing was replaced." Follow-up did not yield any additional information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 5076 implantable pacing lead (B)(6) 2006. (B)(4).